Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device with an engineering level programmer confirmed it was operating in safety mode and that brady therapy remained available. Attempts to reset the device into primary operation and out of safety mode were unsuccessful. The device case was removed to facilitate testing of the internal circuitry. The battery voltage was measured and found to be normal. The battery was removed and an external power supply was attached for current drain testing. No high current conditions were observed. Original firmware was able to be loaded on to the device and the device passed functional testing. No damage was visible on the internal circuitry. The battery was sent for additional analysis; the battery cells were functional and not depleted. Laboratory analysis confirmed the device had reverted to safety mode operation, but despite exhaustive testing, the cause could not be determined.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.